Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that surgeon experienced temperature limiter on the stockert and then no registered temperature from the body and from the catheter and would not allow them to ablate. Catheter was changed and towards the end, the second catheter was placed in the sl3 st jude 8 french sheath and would not been able to remove it. Sheath sheared the tip of ablation. Surgeon then removed the whole sheath and catheter from the patient at the same time. Catheter # 1 upon receipt, the catheter was visually inspected and it was found in good conditions. Then per the reported event, the returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were shorting inside the tip dome the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Catheter # 2 upon receipt, the catheter was visually inspected and ring 1 was folded up with white foreign material underneath it. Shaft was bent with white stress marks about 49 cm from client tip. These conditions were not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle was mainly composed of polyethylene and barium sulfate. It is unknown the origin of the material. Then per the reported event, catheter outer diameters were measured and the device was within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during pulmonary vein isolation (pvi) ablation the customer experienced two different issues: 1) temperature limiter on the stockert and then no registered temperature from the body and from the catheter and would not allow them to ablate. The problem was managed by changing the cable, checked the cool flow pump connection and changed the catheter. They found out that the cable was not faulty when they checked the cable with the new catheter and it worked. 2) towards the end of procedure, the second catheter was placed in the sl3 st jude 8 french sheath and was not able to remove it. The sheath sheared the tip of ablation catheter. The customer removed the whole sheath and catheter from the patient at the same time. The case was completed without any patient consequence. Upon receiving the product in biosense webster lab, it was noticed that ring #1 is folded up leaving it sharp with white material underneath it. Shaft bent with white stress marks about 49cm from client tip.